Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of display board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center serial digital interface (sdi) had no output. The issue was found during reprocessing. No procedure was involved.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. During device evaluation at olympus, it was found the complaint was confirmed and there was no sdi output due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.